Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   (Dhrs) (device history review) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Device mfg date was omitted from the initial MDR 30 day report. Section has been updated.

Event description:
Customer reported that their adc freestyle libre reader "shocked him". Customer further reported that their freestyle libre reader caught his couch on fire. He stated that " all of a sudden the cable got on fire and burned out the couch." There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their adc freestyle libre reader "shocked him". Customer further reported that their freestyle libre reader caught his couch on fire. He stated that " all of a sudden the cable got on fire and burned out the couch." There was no report of death, serious injury or mistreatment associated with this event.